Event description:
It was reported that "during the last flushing the hcp noted leakage of saline solution from the insertion point. When removed, the catheter was found to be ruptured at approximately 10/15 cm. The incident occurred after use" additional information received 04/17/2023: there were no reported consequences to the patient. The PICC was implanted on (B)(6)2023 and has been in contact with chemotherapy drugs.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.